Event description:
An 8f angio-seal evolution was deployed following pci and hemostasis was achieved. A pre-deployment angiogram was revealed a common femoral artery (cfa) punctured proximal to inguinal ligament. Twenty two days after discharge, the patient returned for postoperative follow-up where a hematoma around the puncture site was observed. According to the physician, the patient rose from a squatting position after discharging from the hospital which lead to a pseudoaneurysm. The patient was hospitalized and manual compression was applied for 60 minutes. Ultrasound revealed blood flow into the pseudoaneurysm formed around the puncture site. A thrombin injection was performed for the treatment. The patient has recovered and will be discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). The angio-seal device patients information guide states that the patient is to modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.